Event description:
The novasure endometrial device was placed and the endometrial ablation was attempted. Multiple attempts were made with 2 different devices, but the devices would not activate. Pt code: 4582. Device code: 3270. Ref report: mw5185252.